Event description:
It was reported that, this pacemaker was found to be operating in safety mode. The patient was admitted into the hospital for device change however the device has not been explanted. This pacemaker remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that, this pacemaker was found to be operating in safety mode. The patient was admitted into the hospital for device change however the device has not been explanted. This pacemaker remains in service. No additional adverse patient effects were reported. Additional information was received which indicated that, this pacemaker was explanted and returned for analysis. No additional adverse patient effects were reported.